Event description:
Healthcare professional reported implantation of seri scaffold and concomitant silicone breast implant on (B)(6) 2014 during left side revision to breast augmentation surgery. Post-implantation, on (B)(6) 2014, patient presented with erythema. "Pus-like fluid" was aspirated which cultured negative. The patient was treated with cipro, and the devices were removed and discarded on (B)(6) 2014. Upon removal, the scaffold was found to be "totally unincorporated".

Manufacturer narrative:
The events of erythema, abscess, and inadequate tissue growth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.